Event description:
Reported one false positive result on quickvue at-home otc covid-19 test. Patient was asymptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Qc investigation (B)(4) determined that the reported pink shading on the strip is a natural phenomena and it is not related to any manufacturing defect. This is not a valid positive test line. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no adverse trend was identified. Qc investigation (B)(4)determined that the reported pink shading on the strip is a natural phenomena and it is not related to any manufacturing defect. This is not a valid positive test line. The information you provided has been documented and will continue to be monitored for future trends. Root cause: no problem found. Source: phone.